Manufacturer narrative:
Pending investigation. Upon receipt of investigation a medwatch 3500a supplemental report will be submitted.

Event description:
Customer reports via phone, CT technologist opened syringe package, noted the blue cap was on the luer lock nut, loaded the syringe onto the injector and started loading saline into the syringe. During the process, technologist noted a foreign object floating within the syringe. Syringe was removed from the injector and saline emptied. Foreign object seems to be a piece of paper. Syringe not used for patient procedure, no reported injury.